Event description:
A 2.5 x 12mm stent deployed then attempted to place a 2.5 x 20mm stent overlapping 12 mm stent. Couldn't advance, stent pulled out. No stent on balloon. Pt fluoroscopied. Guiding catheter, and sheath flushed without success. Stent not found.